Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported adverse impact to the customer¿s blood glucose level.